Manufacturer narrative:
Suspect device received on july 13, 2021. Device evaluation completed on july 18, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Date of explantation updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a breast augmentation primary with mentor memorygel breast implant, 400cc, silicone breast implants experienced right sided device migration, and left-sided capsular contracture unknown grade postoperatively. The report indicated that the dr. Prescribed singular, and implant did not drop, and right implant gradually slipping out of the pocket. As a result, patient underwent bilateral unknown replacements on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Per additional information received on july 23, 2021, the replacement devices are as follow: r/ cat#l: 3506504bc; sn#: (B)(6) & l/ cat#: 3506004bc; sn#: (B)(6). Manufacturer¿s reference number: (B)(4).